Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history report (DHR) review cannot be conducted because the device has an unknown lot number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: carto 3 system (serial #(B)(4), model # m-4800-01), stockert generator (serial# (B)(4), model # m-5463-02), coolflow pump (serial # (B)(4), model # m-5491-02), lasso nav catheter (lot # unknown, model# d-1343-02-s). (B)(4).

Event description:
It was reported that a patient, (B)(6) underwent an atrial fibrillation ablation (afib) procedure with a smart touch catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient had no past medical history. During the ablation, the patient's blood pressure decreased during the case and intracardiac echocardiography confirmed pericardial effusion. Pericardiocentesis was performed and 350 cc of fluid was removed. The patient did not require prolonged hospitalization. The patient was stabilized and fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this possibly occurred at periods of high force during the respiration/ablation,although the exact moment the event occurred cannot be confirmed. The physician reports that there was no difficulty manipulations the catheter prior the event, nor were any other abnormal signs observed prior to the event. Settings during the event include: the generator was in power control mode with a 30-40 watt setting, temperature cut-off was set at 50ºc, the irrigation flow setting was 17 ml/min, and a bard ez cross sheath was used in conjunction with the catheter. Per 21 cfr, part 803, this complaint is reportable.